Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. On the morning of (B)(6) 2021, the customer reported receiving sensor readings ranging from 392 mg/dl to 'hi' (readings greater than 500 mg/dl) which were higher than she felt. The customer did not experience adverse symptoms during this time, however, was taken to the hospital where a blood test and urinalysis was performed. Customer was treated with unspecified IV and a post-treatment blood glucose result of 142 mg/dl was obtained one the hospital's device. No additional information was provided as customer could not fully recall event. There was no report of death or permanent injury associated with this event.